Event description:
During an atrial fibrillation procedure, there was an air and blood leak noted from the agilis sheath after the volt catheter was inserted. The volt catheter was removed and the agilis sheath was re-prepped and re-flushed. Air was still aspirated, and blood was leaking from the agilis sheath. The agilis sheath was exchanged, and the procedure was completed with no adverse patient health consequences.